Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to treat a lesion in a moderately tortuous rca. The lesion was mildly calcified, with 70% stenosis. The lesion was pre-dilated. It is reported that a zuma guide catheter was very deep seated at times when trying to rewire and may have caused the dissection. The wire may have gone sub intimal when trying to get it through the distal stent. Another stent was placed proximal to the deployed stent to cover the dissection. The wire was still not through the previously deployed stent. Fluoroscopy showed that the vessel was completely occluded after the proximal stent. A balloon pump was placed and a temporary pacing wire. The patient was then transferred for emergency bypass. Surgery was successful and patient is recovering.